Event description:
It was reported that a lead and implantable neurostimulator (ins) were being removed on the day of the report. A metal allergy reaction was suspected. The patient was doing fine with implant until this report. Two and a half weeks later it was stated that the ins and the lead had been removed. It was reported that wound culture grew pseudomonas and it was unclear if it developed before or after the implant. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va00n2r, implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).